Event description:
A healthcare professional reported during a cataract and intraocular lens (iol) implant procedure, when loading/priming lens whole lens was twisted with no patient contact. The procedure was completed on same day with an unspecified new lens without any harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The device with the lens was returned in a blister tray inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was advanced to mid-nozzle and the plunger tip was in contact with the trailing optic edge. The lens was located at mid-nozzle and correctly folded. The leading haptic was correctly folded into the optic. The trailing haptic was misfolded, looped around the plunger tip. The haptic distal area was extended backward along the right side of the plunger with the distal tip oriented toward the loading area. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The trailing haptic was observed to be misfolded, looped across the front of the plunger. This was most likely interpreted by the customer as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).